Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au680 clinical chemistry analyzer and observed air bubbles in the tubing. The fse replaced the reference solenoid valve to resolve the issue. The fse performed calibration, and quality control, which all passed. The fse verified the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported obtaining high sodium (na) patient results on their au680 clinical chemistry analyzer. The customer did not report the initial high results out of the laboratory. There was no change to treatment, injury or death associated with this event. The customer did not provide patient demographics. The customer provided the results for this patient.